Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat stress urinary incontinence and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent laparoscopic bilateral salpingo-oophorectomy, lysis of adhesions and excision of right vulvar abscess due to left ovarian cyst and chronic right vulvar abscess on (B)(6) 2008. (B)(4).